Manufacturer narrative:
The initial MDR 2432235-2015-00328 was filed on july 17, 2015.additional information (07/28/2015): no patient samples were processed with bleach in the wash 1 reservoir.

Manufacturer narrative:
After evaluation of the instrument and instrument data, the cse replaced the pinch valve and reservoir captive lid, which did not resolve the bubbles seen in the reservoir. The cse tested the reservoir and discovered it was contaminated with bleach. The cse performed decontamination of the wash fluidic system. Quality controls were run, resulting within range. The cause of the bleach contamination in wash 1 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc). The operator stated that the instrument is flagging "low wash 1" error. A siemens customer service engineer (cse) was dispatched to the customer site and discovered bleach in the wash 1 reservoir. It is unknown if patient samples were impacted due to the bleach in the wash 1 reservoir. The operator stated that no samples were questioned by the physician(s). There are no reports of patient intervention or adverse health consequences due to the bleach contamination.